Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was rescheduled as the same device was unavailable. No patient complications were reported and the patient's status was good.